Event description:
It was reported that the patient experienced uncomfortable stimulation to the flank and stomach area. Paresthesia is going down the affected leg but the flank stimulation is uncomfortable. X-ray ((B) (6) 2010) revealed the lead may be too far lateral in the epidural space. Reprogramming was attempted, but did not help to resolve the event. A follow-up report will be sent when additional information becomes available.

Manufacturer narrative:
(B) (4).